Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date tfna nail would not come disconnected from insertion handle with connecting screw. It was unknown, if there was a surgical delay. There was no patient outcome. This report involves one (1) cannulated connecting screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photos were provided for review. Photographic investigation revealed that the device cannot be observed. However, it is to be expected that the device will be located between the two mating devices. Photographic investigation revealed that the device was assembled with the mating devices. However, with the evidence provided, it cannot be confirmed that the devices are unable to disassembly. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that cannulated connecting screw was received assembled with the mating devices (insert-handle and tfna fem nail ø10 r 130° l440 timo15). A dimensional inspection was not performed due to devices were received in assemble conditions. A functional test was performed to tried to disassemble the devices and it was not possible because the screw remained stuck. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the cannulated connecting screw would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.